Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in the jaws were separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue on the jaws of the device. The heater wire was observed to be flexed at the center, while remaining attached at the tip and base of the hot jaw. The silicone coating was observed to be intact with no peeled or cracked areas. There were no other visible defects detected. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in the jaws were separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.